Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of a 66 mm diameter abdominal aortic aneurysm. The patient had extremely tortuous iliac arteries with close to 90 degree angulation and mild calcium. It was reported that the physician heard the graft cover crack during implant. While the device was being tracked the physician heard a noise and suspected something broke and withdrew the delivery system. Upon investigation of the delivery system it was found that the graft cover had cracked (this section was in the patient). The physician placed a stiffer wire to straighten out the iliac and another 32/16/166 endurant stent graft was inserted and implanted. Per the physician the cause of the break was due to the tortuosity of the vessel. No clinical sequelae were reported and the patient is fine. The device was returned and its evaluation has been completed. The complaint was confirmed; there was a break in the graft cover. The root cause of the event cannot be determined; however, it is potentially manufacturing related.

Manufacturer narrative:
(B)(4).

Event description:
Additional investigation was performed: based on the review of the defect and investigation of the manufacturing process this issue is not deemed a systematic failure of the manufacturing process but rather the result of some special cause effect during the processing of this endurant ii delivery system. Current in-process controls in place are deemed to be sufficient. Additionally potential additional force and torquing due to the condition of the iliacs which were severely tortuous most likely have contributed to or resulted in bond break itself.